Manufacturer narrative:
The actual device has been returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: account complained of leaky valves; blood loss was less than 250ml.; the procedure was completed successfully; there was no patient impact; and the customer reported a similar event for another device with the same product but different lot number. See MDR 1118880-2016-00031 for details.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00032 to provide sample evaluation results. The actual sample was not returned but two unopened and unused samples from the reported product code lot number combination were returned to the manufacturing facility for evaluation. The unused samples as well as the retention samples from the reported and surrounding lots were visually examined. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The investigation results verified that the unused returned samples and the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00032 to provide sample evaluation results.